Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with a malformed clip. Visual inspection of the returned clip confirmed the complainant¿s experience of misfired clips. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated as the event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, the returned clip, and the event description, the exact root cause of the reported event could not be determined. This report reflects the combined initial and follow-up report.

Event description:
Procedure performed: ni.clips misfired in case. Limited information was available at the time of reporting.patient status: no patient injury reported.